Event description:
The customer reports that the system was having a table error and would not boot up completely. Also it would not xray. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the workstation boots, but the table would not. There was no display on either control panel. He verified the power supplies. The was found to be faulty. He replaced the tgi, reloaded nodes and verified operation. The system operates as intended.